Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Investigation summary: one photo was received by our quality team for evaluation. From the photo, a tablet displaying two 6ml doses of propofol with a one minute difference was observed. The certificate of compliance was reviewed and there are no non-conformances associated with this issue during production of this batch. The tablet / gateway logs were reviewed and it was found that before the two consecutive doses were recorded, the user attached and detached multiple times. This prompted the system to ask the user to manually enter the dose into the system. This resulted in the two recordings: one from the user injecting the 6ml and one from the entered 6ml dose. Therefore, the system is working as designed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intelliport¿ tablet kit recorded a duplicate dosage when the syringe was left attached for 60 seconds. The following information was provided by the initial reporter: "it was reported that user notified that the "weird finding - left syringe attached for 60 seconds - and it came up with duplicate 60mg entry" on intelliport tablet."